Event description:
Pt had right axillary sentinal lymph node and lumpectomy and mammosite placement 5-6. The balloon was inflated to 125ml. During the night two days later she felt fluid coming from the site. She had her first appointment with the radiation oncologist who sent her back to the surgeon because of balloon rupture.